Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving three separate products; associated MDR numbers: 1225714-2014-00301, 1225714-2014-00302, 1225714-2014-00303, 1225714-2014-00304, 2937457-2014-00164 and 2937457-2014-00165.

Event description:
The plaintiff's attorney alleges that the decedent experienced cardiovascular event on (B)(6) 2007 and subsequently expired on (B)(6) 2007, after use of the product.